Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead and that the double-counting of r-waves possibly caused false detection of an atrial arrhythmia as ventricular fibrillation (vf), leading to delivery of inappropriate therapy. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.